Event description:
A female underwent aaa repair in 2008. The physician placed one flex main body and two iliac leg grafts. The physician was satisfied with the outcome at that time. After closing the groins, he noticed no pulse below the popliteal artery. Both legs were then taken to be de-clotted. The next day, the pt was in recovery doing well but at some later point, the pt expired. No additional info is available at this time as to why the pt expired.

Manufacturer narrative:
Exact date of pt death is unk as not provided by reporter. The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation and at this time, there is no additional info as to why the pt expired. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.